Manufacturer narrative:
H.6. DHR/ncmr review the DHR review process was performed and no issues were found during the manufacturing process. A review of the ncmr¿s was performed; the result showed there were no issues reported like temporary lids defective for the same part number throughout the last twelve months. Investigation according to this investigation this failure mode is already knew since several complaints were received for the same issue throughout 2017. For this reason, a CAPA record (ca-(B)(4) ) was opened to perform an exhaustive investigation as well to implement corrective actions, in accordance with this investigation it was determined that the root cause for this issue it was due to worn out on the mold that¿s why it was repaired, the changes were implemented on the product manufactured from 2018 on forward. Additionally, as part of this investigation it was noted that lot number reported under this complaint was manufactured before the corrective action implementation therefore no further actions are needed. Also, it was noticed that no customer complaints have been received for the same issue after corrective actions taken. Root cause slot reference dimension was found greater (loose) than drawing specification. Corrective actions. 1. Align steel as per drawing requirement 2. Create mold inserts to be replaced if needed, during preventive maintenance. Conclusion based on this investigation this failure mode was caused due worn out on the mold, a corrective action ca-rj001797 was implemented, and no issues were observed during the effectiveness verification phase. The product reported in this complaint was confirmed as manufactured before of corrective action implementation. All the complaint information was captured also for tracking and trending purposes. H3 other text : see section h.10.

Event description:
It has been reported that one bd¿ sharps coll 8qt nest open top needl port has been found experiencing inability for the lid to close after use. The following has been provided by the initial reporter: customer started to use sc at the beginning of december, the lid opens automatically since then.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ sharps coll 8qt nest open top needle port has been found experiencing inability for the lid to close after use. The following has been provided by the initial reporter: customer started to use sc at the beginning of december, the lid opens automatically since then.